Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic following shocks delivered by the device. Upon interrogation, there was noise noted on the right ventricular (rv) lead which resulted in oversensing and inappropriate shock delivery. The pacing lead impedance was also noted to be high. No intervention has taken place and the patient was stable and will continue to be monitored.